Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead displayed an unspecified sensing issue after being positioned. The lead was explanted and replaced. The patient was stable.